Event description:
False negative reaction obtained in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card lot # 022806037-27. Donor tested o positive.

Manufacturer narrative:
An abo discrepancy will prompt add'l testing to verify abo type, preventing the misclassification of pt /donor abo type and the transfusion of incompatible blood. A false negative result in forward typing may lead to the misclassification of a pt's abo group. This has the potential to lead to transfusion of abo incompatible blood with risk of death up to 10%. Labeling for the anti-a, anti-b, anti-a, b gel cards cautions the user as follows: the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. It is expected that gel card containing anti-a and anti-a, b will not detect some very rare weak examples of the a or b antigen. Suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. The results of red cell grouping should be confirmed by reverse (serum) grouping. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. Although incident is most likely sample related, the gel card product cannot be ruled out as a contributing factor for the reactivity observed.